Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. In transit.

Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder procedure a portion of the black insulating material came off the distal end of a mitek p90 electrode and fell into the body. The debris was removed and the procedure was concluded successfully using another like device without further issue or harm to the patient.

Manufacturer narrative:
The received complaint device was evaluated visually under magnification and functionally with a vapr iii test generator. Visual observation revealed slight debris lodged around the tip. The device was mated with a standard vapr iii test set up. The test generator recognized the electrode and the proper defaults were displayed. The electrode was submersed in a container of saline. When the cut and coag button on the electrode were activated there was evidence of sparking at the tip of the electrode. There was no evidence of "black plastic like material" observed from the tip as reported in the complaint. The insulation coating around the tip is intact. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of 296 devices that were released to distribution. We cannot discern a root cause for the reported failure mode. Based on complaint rate and customer impact, we believe this to be an anomaly. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.